Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had multiple unknown alarm. Customer stated that insulin pump had scratches on buttons. Customer stated that there communication malfunction between pump and transmitter. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no down, center and back button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform the displacement and self test or verify e/a alarm and communication anomaly due to buttons not responding. Device received with cracked battery tube threads and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).